Event description:
It was reported that a patient underwent a gynecological procedure. During set up for the procedure, the disposable could not be connected to the device. It is unknown how the procedure was completed. There were no adverse patient consequences reported. During subsequent in house testing at the facility, the front panel was not working, was unable to adjust speed or direction, and a crack was noted.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The cause of the front panel not working was due to a defective membrane panel and the cause of difficulty inserting the disposable was due to a bent sub-chassis causing a misalignment of the coupler and the connector. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.